Event description:
The customer reported a failure to discharge. This symptom affects the delivery of therapy and therefore reportable.

Manufacturer narrative:
(B)(4). The customer reported a failure to discharge. This symptom affects the delivery of therapy and therefore reportable. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.